Manufacturer narrative:
(B)(4).this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was not available but a lot number was provided.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm that occurred on the homechoice (hc) during dwell 4 of 5. The technical service representative (tsr) assisted the home patient (hp) to clear the error and informed the hp of the error's meaning. The hp would complete therapy with a manual drain. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up the hp stated that he forgot to mention the alarm to his rn. He solved the problem with the tsr and moved on. Hp stated that he would make sure to let the nurse know of the alarm. The cause of the alarm was not known, but the hp did mention that the cassette looked different than the other cassettes he usually used in the past. He stated that the tubing was "not in order". The hp stated that he had no infection or injury as a result. The therapy was going well at this time.